Event description:
It was reported that the transmitter would not power up after an electrical storm; visible charring was seen on the green strips in the power adapter. The device would no longer be used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.